Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and still's disease ('autoimmune disorder type of disorder: adult onset still's disease') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adult onset still's disease, colitis, dysmenorrhea, skin irritation, uterine bleeding, abdominal bloating and dermoid cyst. Concomitant products included hydrochlorothiazide since 2004, hydroxychloroquine from 2017 to 2018, methotrexate from (B)(6) 2017 to (B)(6) 2017, pantoprazole since 2017 and tramadol since (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced rash ("rashes or skin conditions type: arms, legs,torso & neck"), fatigue ("fatigue") and myalgia ("pain : joint muscle"). In (B)(6) 2017, the patient experienced still's disease (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("pain : joint muscle") and procedural pain ("e-free for 24 hours now,belly hurting"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, fatigue, alopecia, weight increased and arthralgia was resolving, the still's disease, myalgia and procedural pain outcome was unknown and the rash and dyspareunia had resolved. The reporter considered alopecia, arthralgia, dyspareunia, fatigue, myalgia, pelvic pain, procedural pain, rash, still's disease and weight increased to be related to essure. The reporter commented: plaintiff claimed : as per surgery pictures coils were close to rupturing through her tubes. (B)(6) 2018:surgical pathology report: gross description: received specimens, which consist of simple hysterectomy with attached bilateral salpingectomy. The serosa of each fallopian tube is pink tan color with several paratubal cyst. There is no evidence of ovarian stroma of fallopian tube identified. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.3 kg/sqm. Hysterosalpingogram - on an unknown date: result: blocked. Imaging procedure - on (B)(6) 2012: results: other. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, pelvic pain, still' s disease. Concerning the injuries reported in this case, the following ones were reported in social media: procedural pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 17-sep-2019: plaintiff fact sheet received: outcome of event dyspareunia (painful sexual intercourse) and rash was updated from recovering/resolving to recovered/resolved. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and still's disease ('autoimmune disorder type of disorder: adult onset still's disease') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adult onset still's disease, colitis, dysmenorrhea, skin irritation, uterine bleeding, abdominal bloating and dermoid cyst. Concomitant products included hydrochlorothiazide since 2004, hydroxychloroquine from 2017 to 2018, methotrexate from (B)(6) 2017 to (B)(6) 2017, pantoprazole since 2017 and tramadol since (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced rash ("rashes or skin conditions type: arms, legs,torso & neck"), fatigue ("fatigue") and myalgia ("pain : joint muscle"). In (B)(6) 2017, the patient experienced still's disease (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("pain : joint muscle") and procedural pain ("e-free for 24 hours now,belly hurting"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, rash, dyspareunia, fatigue, alopecia, weight increased and arthralgia was resolving and the still's disease, myalgia and procedural pain outcome was unknown. The reporter considered alopecia, arthralgia, dyspareunia, fatigue, myalgia, pelvic pain, procedural pain, rash, still's disease and weight increased to be related to essure. The reporter commented: plaintiff claimed : as per surgery pictures coils were close to rupturing through her tubes. On (B)(6) 2018: surgical pathology report: gross description: received specimens, which consist of simple hysterectomy with attached bilateral salpingectomy. The serosa of each fallopian tube is pink tan color with several paratubal cyst. There is no evidence of ovarian stroma of fallopian tube identified. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.3 kg/sqm. Hysterosalpingogram - on an unknown date: result: blocked. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, pelvic pain, still' s disease. Concerning the injuries reported in this case, the following ones were reported in social media: procedural pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2019: pfs received. Lad data added. Concomitant medication and condition added. Events : pelvic pain, autoimmune disorder type of disorder: adult onset still's disease, rashes or skin conditions type: arms, legs torso & neck, dyspareunia (painful sexual intercourse), fatigue, hair loss, weight gain / loss specify which one: weight gain, pain : joint muscle, e-free for 24 hours now,belly hurting. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.